Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error twice. First time it alarmed, it occurred after a bolus was delivered. Alarms occurred on the same day. Customer's blood glucose was 13.9 mmol/l. The device was not dropped nor bumped. The device was not exposed to strong magnetic field or MRI. Customer does not use sensor feature. Customer was able to rewind the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.